Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that right ventricular (rv) lead exhibited loss of capture (loc) as the lead had dislodged. The patient had an escape from 30 to 45 beats per minute (bpm) but no syncope reported. Additional information was received indicating that dislodgement was confirmed through x-ray. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.